Event description:
The customer contact reported the device touchscreen had a delayed response when pressed. The device was returned to the biomedical department for an unspecified reason. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. During testing at the user facility, the device touchscreen had a delayed response when pressed. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.